Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. The patient was reported to be doing well following the revision. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. The revising surgeon was reported to have commented that the cup was in an incorrect position from the primary surgery. Corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 2 months due to reported dislocation.

Manufacturer narrative:
Per -(B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history and an update on the patient following the revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 2 months due to reported dislocation.